Event description:
It was reported by the customer that a pyxis medstation es system newly installed smart remote manager detached unexpectedly. The customer confirmed that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the smart remote manager being entirely detached from the device. A field service engineer replaced hasp and flat plate to resolve. The system functioned as intended after the field service engineer troubleshot the device.